Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the buttons of the insulin pump were not responsive. Customer's blood glucose level at the time of incident was unknown. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded electronic assemblies. Insulin pump received with corroded battery tube and corroded motor home switch.